Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and caused no delay to the surgery. It was reported that the spine application was exiting when left unattended for a few minutes on the first spine and trauma screen. The screen was on ¿exiting¿ for an extended time. Using the ctrl+alt+backspace software reboot fixed the issue. The surgery was completed with navigation and there was no impact on known patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.